Manufacturer narrative:
A ge svc rep performed an on site investigation. The remote user interface board was replaced during the svc call.

Event description:
The customer reported that the 9800 system remote user interface would not work. No pt injury was reported.